Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Two patients with anti-big e that failed to react with any big e positive cells on 0.8% resolve panel a lot vra312 (this event and (B)(4)). Both patients had a history of anti-big e. Screening cells vss040 did react with the e positive cell as well as all the big e positive cells on 0.8% resolve panel b. Account tested samples on their two provue instruments with the same results. Problem does not appear to be equipment related. No erroneous results released. Account had a history on both patients and was able to detect anti-big e using 0.8% resolve panel b. Issue started on: last week. Reported (B)(6) 2018. Site contact did not have exact dates of testing immediately available. She just knew that one patient was last week and the other patient was over the weekend. Qc data: daily qc and panel qc performed and found to be acceptable. Sample type: edta plasma.